Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported the ipg eroded through the skin. The physician removed the entire scs system and reported the issue was not due to infection, but was due to the pt's allergy condition. At the time the system was removed, the pt had two remaining scs systems implanted.